Manufacturer narrative:
The account found the dummy plug for the side-com was unplugged. The account reconnected the dummy plug to resolve the issue.

Event description:
The account alleged the nurse call does not function. No pt impact.